Manufacturer narrative:
Surgical intervention; seroma occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: plast. Reconstr. Surg 2007; 119:684-691. Doi: 10.1097/01.prs.0000246524.59092.1b - (B)(4).

Event description:
It was reported in a journal article (augmentation mentoplasty with diced high-density porous polyethylene) that a study was conducted to evaluate the use of diced high-density porous polyethylene in chin augmentation. The patient underwent augmentation mentoplasty. For the surgical technique, a subperiosteal pocket was prepared through submental incision. A high-density porous polyethylene block was diced into 1x1.5mm pieces and placed into the subperiosteal pocket as much as needed by wrapping into absorbable hemostat and irrigated with rifampicin solution and then inserted into the prepared subperiosteal pocket. The patient was satisfied with their cosmetic results. The patient possibly had early seroma formation that required aspiration by syringe.